Event description:
It was reported that the patient presented to the emergency room (ER) due to presyncope. The patient has complete heart block and it appeared the right ventricular lead was having intermittent loss of capture. It was suspected loss of capture was due to too low of a safety margin. Ventricular capture management test on the device was different than the manual test thus the test was seeing evoked response that wasn¿t actually there. The device was reprogrammed to turn capture management to monitor only and the output was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).